Manufacturer narrative:
(B)(4).

Event description:
Procedure: type: ladg. According to the reporter: during procedure, the balloon did not inflate upon usage. Another from different manufacturer used to continue the procedure. The procedure completed without further problem. The procedure completed without further problem. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.